Event description:
It has been reported to philips that the allura system could not turn on. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up report at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not turning on after pressing the power button. No service has been performed by philips since there was insufficient information received by the rse. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.